Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shocking lead impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted impedances had been increasing over the last year. There was no noise on the shock electrograms (egm) and the device hadn't delivered any shocks. Boston scientific technical services (ts) recommended performing isometrics and increasing the alert limit from 125 ohms to 150 ohms. This crt-d system remains in service. No adverse patient effects were reported.